Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds. The lead was capped and replaced during device change out procedure. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).